Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of encore device inside of original sealed tray. Tray is damaged. The device presents a crack in its original tray near the rear part of the gauge of the encore device compromising the sterility of it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a supplier design constraint of the product. Bsc ID: (B)(4) / tw#: (B)(4).

Event description:
It was reported that the package was compromised. An encore balloon catheter inflation device was damaged. The plastic packaging was noted to be cracked. No patient was involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the package was compromised. An encore balloon catheter inflation device was damaged. The plastic packaging was noted to be cracked. No patient was involved.